Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to depuy cork which conducted a visual inspection of the returned device. On examination of the returned complaint unit, it was observed that there was damaged on the tab in the inner blister, however the tyvek seal was no breached . There is no impact on the sterility of the unit or integrity of the sterile barrier. However the current complaint condition cannot be attributed to a manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 12 parts were manufactured to specification. 2) date of manufacture: 02/03/2022. 3) any anomalies or deviations identified in DHR: 7 non-conformances associated with this lot. There is no potential correlation between this non-conformance and the failure mode of the complaint. 4) expiry date: 01/31/2032. 5) IFU reference: IFU-0902-00-828. Device history review: 1) quantity manufactured: 12 parts were manufactured to specification. 2) date of manufacture: 02/03/2022. 3) any anomalies or deviations identified in DHR: 7 non-conformances associated with this lot. There is no potential correlation between this non-conformance and the failure mode of the complaint. 4) expiry date: 01/31/2032. 5) IFU reference: IFU-0902-00-828.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the seal of the sterile container was broken before given to nurse so implant is not able to be used. There was no surgical delay. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.